Manufacturer narrative:
(B)(4). Date sent: 05/05/2020. D4: batch # u5a45e. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further analysis showed that the reverse button was damaged. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a vats segmental lung resection, the knife moved forward all the way, but did not return to home position at the firing on the lung. The manual override lever was used to release the device. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.